Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that waveforms were sent for review. The patient had several events where his pump speed decreased to 400rpm.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Manufacturer's investigation conclusion: the report of speed decreases to 400 rpm could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported speed decreases could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6) could not be conclusively established. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the customer did not attach the log files to the email. Multiple attempts were made to retrieve the log files in order to complete analysis although no log files were received. No further information was provided.